Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint of the damaged ceramic tip was confirmed. Based on the results of the investigation, the malfunction most likely occurred due to wear and tear, thermal and mechanical induced impact, improper handling, mechanical overload like fall, shock or similar stress. The following is included in the device IFU: "warning: infection control risk, properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing : inspecting the product visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Ceramic insulation at distal end. Visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning: risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rigid endoscope sheath's ceramic tip was damaged. The patient was not under sedation. There was no delay, and there were no reports of patient harm.